Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with results obtained from meter to meter comparison results of 187 mg/dl using true metrix meter and 199 mg/dl using another device and 239 mg/dl using true metrix meter and 316 mg/dl using another device; fasting/non-fasting status of results was not provided. The customer does not know her expected blood glucose test result range. The customer did not report any symptoms. Customer stated she has been in the hospital for the past 4 weeks due to dka. Customer was comparing results to the hospital's device. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date was not provided. The meter memory was not reviewed for previous test result history.